Manufacturer narrative:
The reported event was addressed with phone support. The reported orientation issue was resolved after removing the scope, undocking the camera arm, redocking the camera arm, and then re-installing the scope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope orientation was off and everything was inverted. The operating room (or) staff mentioned they were able to resolve the issue by removing the scope, undocking the camera arm, redocking the camera arm, and then re-installing the scope. The caller stated that troubleshooting resolved the issue and they were proceeding. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury or harm to the patient due to the reported orientation issue.

Manufacturer narrative:
The probable root cause is attributed to improper setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.